Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that one of the pt's battery packs was not charging. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery not charging) was confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to a corrupted bq2040 battery chip. The root cause for the corrupt bq2040 battery chip could not be positively identified. No adverse event resulted from the corrupt battery chip. The pt rec'd a replacement battery pack.